Event description:
After changing the probe the account reported erratic recovery for several assays. The incorrect results were not used to guide therapy. The field service rep found the reagent probe was out of alignment and repaired the instrument by adjusting the probe.